Event description:
The customer reportedly obtained a 219mg/dl and 99mg/dl on the accu-chek advantage system within a ten minute timeframe. The results were obtained from different vials of strips with the same lot number. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.